Event description:
Healthcare professional reported an infection in a patient implanted with seri and concomitant breast implant on an unknown side. No device information or treatment information was reported. No other information on the status of the device is available at this time.

Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because medical intervention was required, although device-relatedness has not been established.